Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device etco2 capnography was not functioning. The device was in use on a patient and there was no adverse event to patient or user.